Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿during disassembly, the locking lugs are broken off. Instrument fractured into two or more pieces. No adverse patient consequences, no surgical delay. No fragment has entered the surgical area". The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed the sigma hp system handle has the distal prongs of the handle-shaft tip assembly broken off, fragments were returned for evaluation. No other defects that could have contributed to the reported allegation were observed, the device only presents an overall worn appearance consistent with normal and repetitive use. The observed breakage of the device can be attributed to a combination of heavy use and unintended use error due to prying side to side the sigma hp system handle while attached to the mating instrument. This would have put a force on the prongs allowing them to deform/break and prohibit the device from functioning as intended. A manufacturing record evaluation was performed for the finished device [202499111 / so2051308] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the sigma hp system handle would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: june 9-2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: (B)(4). Device history review : a manufacturing record evaluation was performed for the finished device [202499111 / so2051308] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H3.

Event description:
During disassembly, the locking lugs broke off. Instrument fractured into two or more pieces. No adverse patient consequences, no surgical delay. No fragment entered the surgical area.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h3.